Event description:
It was reported to medtronic minimed that the customer experienced both hyperglycemia and hypoglycemia with possible over delivery anomaly. The customer reported blood glucose value of 43 mg/dl. The customer treated hyperglycemia with insulin pump and hypoglycemia with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884, mmt-866a. Troubleshooting was performed for hypoglycemic event and the customer had been using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. Mmt-866a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Please see below for the boluses listed on the event date (B)(6) 2025 in the pump history file. (B)(6) 2025 14:08:35.000 normalbolusdelivered (220) systemtime = (B)(6) 2025 14:08:35.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 27000 (2.7 u) (B)(6) 2025 14:08:35.000 normalbolusdelivered (220) systemtime = (B)(6) 2025 14:08:35.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 27000 (2.7 u) (B)(6) 2025 20:59:17.000 normalbolusdelivered (220) systemtime = (B)(6) 2025 20:59:17.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 100000 (10 u) pump passed functional testing and no alarms or alerts noted during testing. Possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.